Event description:
A balloon developed a pin-hole leak on the first inflation at 10 atmospheres during a superficial femoral angioplasty procedure via an ipsilateral approach. The procedure was completed successfully with this device without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a leak at the proximal bond. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."